Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was shutting off, and the power cord did not seem to be working. The caller was given the part numbers to order a new battery and power cord to see if that would resolve the issue without sending it in for service. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.